Event description:
On (B)(6) 2005, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Approximately (B)(6) 2011, an angiogram revealed a type ii endoleak originating from a lumbar artery. On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis iliac extender component in the patient's right iliac artery to treat the type ii endoleak. This was the first part of a stage procedure to treat the endoleak. The physician is planning to coil the lumbar artery as the final part of the staged procedure. However; the procedure has not been scheduled. Approximately 1mm of aneurysm growth was noted. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note an additional device implanted and related to this event: pxc181200/03803286.